Event description:
A medtronic rep reported that when turning the handle of the vertek arm the joint doesn't lock. This did not occur during surgical use and no pt was present.

Manufacturer narrative:
This allegation was reported prior to any surgery and no pt was present. The instrument end of the vertek is locked up.